Event description:
It was reported the manufacturer representative (rep) had low out of range impedance values with 5,6,7 programmed. The rep saw an ¿oor¿ error code on the patient programmer (pp) every time he tried to increase stimulation past 6.4 volts. The rep tested impedances at 6.4v and the system provided ¿xxx.¿ the rep saw less than 50 ohms at 3.0v using electrodes 5, 6 and 7. Additional information received reported the rep did not see short between pairs, but did see values close to 1753 and 1757 ohms. The rep was able to program around the issue and give the patient coverage for her pain. Additional information received reported the rep left the trial yesterday with stimulation off, and when they go home they turned stimulation on and started seeing the oor message again and the patient couldn¿t get anything to work. The rep met with the patient this morning. The rep removed the bandage at the multi lead trialing cable (mltc) site and found that the lead was bent at the proximal contact (0). It appeared that the lead was forced too hard into the mltc by the hcp. The rep straightened out the lead and swapped out the mltc for a new one. The rep re-tested and everything worked and no oor was seen on the pp during the visit today. The patient was reportedly getting good stimulation coverage at the end of the appointment. Additional information received reported the rep thought he had the issue resolved, but met with the patient yesterday. The rep looked at the mltc and when he opened it, the physician had placed it too far past the 0 electrode. The rep disconnected it and replaced it with a new mltc. The patient was receiving proper therapy at this time with no issues.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).